Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient experienced a loss or change in therapy. The patient reported that they had a return of symptoms. The patient stated that she was having trouble going to the bathroom and only tinkles a little due to the swelling. The patient noted that she increased from 7.5v to 8.5v and she could not go any higher. The patient was reviewed that 8.5 v was the max. The patient stated that they did not feel stimulation and therapy was confirmed to be on. The patient denied any medical procedures or trauma that may have affected the device. The patient was reviewed on using the patient programmer (pp) to increase/ decrease parameters and how to change programs. The patient was walked through changing from program 3 at 8.5v to program 4. The patient noted that she started feeling stimulation when she was in the 7.0 amplitude. The patient was reviewed that if she was running at 7/8 voltage her battery would not last very long and that if she wasn't this high before she should definitely see the healthcare professional (hcp) to have device checked.